Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50 x 8 synergy drug-eluting stent was advanced but failed to cross the lesion. After they pulled the stent out of the patient's body, it came off the balloon on the back table. No known patient complications were reported.